Manufacturer narrative:
The technician was unable to duplicate the reported event of heating up but noted that the rotor was affected by a substance.

Manufacturer narrative:
Evaluation will begin when the device is returned.

Event description:
It was reported that the core impaction drill heated up. No further information was provided.

Event description:
It was reported that the core impaction drill heated up. No further information was provided.